Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
An olympus representative reported to olympus, on behalf of the customer, three (3) different scopes had been contaminated with pseudomonas. The customer also stated three (3) patients were infected by the same evis lucera bronchovideoscope. The customer performed their own investigation to determine, if any, relationship between the subject device and the patient infections. The isolation of chryseobacterium indologenes from three patients¿ bronchoalveolar lavage specimens were identified. The following four (4) samples were taken aseptically from the evis lucera bronchovideoscope on (B)(6) 2022. Amies charcoal swab scope, pseudomonas aeruginosa colony forming units (cfu 1) stenotrophomonas maltophilia (cfu 4), agrobacterium radiobacter (cfu 7) amies charcoal swab, agrobacterium radiobacter (cfu 2) water flushed scope site, pseudomonas aeruginosa (cfu 7), stenotrophomonas maltophilia (cfu >50), delftia acidovorans (cfu 2) water flushed scope site, pseudomonas aeruginosa (cfu 4), agrobacterium radiobacter (cfu 30). Patient identifier (B)(6) (complaint 1 of 5) for patient 1 of 3 with infection and suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 2 of 5) for patient 2 of 3 with infection and suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 3 of 5) for patient 3 of 3 with infection and suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 4 of 5) for suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 5 of 5) for suspected device contamination with pseudomonas.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g2 to include information that was inadvertently not included in previous submissions.

Event description:
The following additional was received from the customer: although additional information regarding the patient adverse event was requested, it was confirmed that the details are unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Although the root cause could not be determined, it is likely that there was difference of recognition on device handling, and a deviation from the reprocessing steps outlined in the IFU recommended by olympus. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes an update to b5, e2 and e3. Also, a correction has been made to b6 and h6 code (type of investigation) to provide information that was inadvertently not included in the previous submission. Also, new information has been added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and cleaning, disinfection, and sterilization (cds) provided by customer. The device was returned to olympus partly disassembled, therefore, only a "gas sterilization" was possible. Growth of microorganisms was found through culture testing by the user. However, the device was sent out for additional testing and the microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope. Upon inspection testing of the returned device, it was discovered, the light cover glasses, optical cover glass and insertion tube were stained. The light guide tube protectors were loose. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. A pre-procedure device check was preformed, precleaning was performed immediately after patient procedure. The forceps elevator was not moved to raise and lower 3 times in the water during aspiration. The air/water channel was flushed with water and air by using mh-948. The auxiliary water channel was flushed with water. All reprocess accessories were without any defect. Pre-cleaning to manual cleaning was performed for less than 30 minutes. Presoaking was not done more than 60 minutes. Leak testing was performed in accordance with instructions for use. The instrument/suction channel, suction cylinder and instrument channel port were manually cleaned with gigazyne detergent by shulke. The scope was manually disinfected with tph5358 by shulke. Isis by cantel aer/ewd was used with filtered water, tph5358 disinfectant and intercept plus detergent. The device was stored in a labcare endoscope cabinet. The endoscope was not sterilized. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.